Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) pt died prior to the local field representative arriving at the hospital. The pt's device was reportedly pacing without capture. No temporary pacing catheter was placed and there was no programmer available at the time to program increased outputs. The device had been checked twice recently, without any product performance issues noted. At the last check, the pacing outputs had been reprogrammed from .08v at 0.5ms to 2.6v at 0.4ms, and the pacing rate increased. Also noted was that the pt's serum potassium level had increased. Electrogram telemetry strips were sent in to the boston scientific crm technical services department for review.

Manufacturer narrative:
Not returned. Several attempts were made to obtain additional info from the field. It is unk whether the device was explanted post mortem, and the current status of this ICD is unk. It is also unk whether an autopsy was done. There was discussion over the pt's serum potassium levels possibly affecting pacing thresholds and capture. To date, this device has not been returned to boston scientific crm and no additional info is available at this time. This event will be updated if any additional info becomes available.